Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of the customer was 491 mg/dl at the time of the incident and other blood glucose level was 390 mg/dl and 297 mg/dl. The customer was treated with manual injections. The customer was assisted with troubleshooting. The customer had nausea and blurry eyes. It was stated that the auto mode was active on the insulin pump during the hyperglycemia incident. Based on the customer's report they did not allege the insulin pump for under delivery and customer had been using insulin pump system within 48 hours of reported hyperglycemia event. The insulin pump will not be returned for the analysis.